Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine (7.5 mg/ml at 2.6986 mg/day) and dilaudid (3 mg/ml at 1.0794 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that pain in the patient's lumbar section was worsening causing the patient to use a wheelchair due to not being able to walk. A computed tomography scan (CT) was performed with no findings. It was noted that a magnetic resonance imaging (MRI) was scheduled for (B)(6) 2019 but the patient was unable to lay on the table due to the pain. It was reported that the patient was hospitalized and given 3 shots to help with the pain but they had worn off. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that cause of the patient's pain was not determined. It was reported that the patient's pain was from head to toe and he was referred to rheumatology. It was unknown if the issue was resolved. No further complications have been reported as a result of this event.